Manufacturer narrative:
Item #00620205620, trilogy shell, lot#60931877; item #00625006530, zimmer bone screw, lot #60965154; item #007713-013-00, zimmr m/l taper femoral stem, lot #60845830.

Event description:
It is reported that the patient's hip arthroplasty was revised three months post op due to a leg length discrepency. A new femoral head was implanted along with a femoral neck.

Manufacturer narrative:
Reported event was confirmed through review of medical records. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.